Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage was unknown. One 8fr locking pigtail drainage catheter was returned for investigation. The product appeared to be used. The string was wrapped around the indent and the rubber seal had been advanced over the indent. The white connector was cracked and the pieces that broke away were not returned for investigation. The cracks in the connector extended 1.2cm from the proximal end of the connector. The fractured surfaces of the white connector were jagged and uneven. While the damage reportedly occurred during use, the exact cause of the cracked material was not determined.

Event description:
It was reported that on (B)(6) 2017 that 3 drains of the same item code were used on 2 different patients. In both instances the plastic hub cracked. There was no reported patient injury. This file addresses the first drain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2017 that 3 drains of the same item code were used on 2 different patients. In both instances the plastic hub cracked. There was no reported patient injury. This file addresses the first drain.